Manufacturer narrative:
The insulin pump had minor scratched lcd window. The device had cracked display window corners, minor battery tube threads, reservoir tube lip, and reservoir tube. The device also had a broken belt clip slot and stripped battery cap coin slot. The battery test was performed; cap was inserted in battery tube and battery cap stayed on.

Event description:
Customer reported on (B)(6) 2014, the insulin pump had crack and the battery cap would not stay in. Customer's blood glucose was 179 mg/dl. Customer reported the damage occurred over time. Customer was advised to discontinue use and revert to back up plan. No further information reported.